Event description:
The manufacturer received information that during the evaluation of a bipap a30 device at a service center, it was discovered that there was a ventilator inoperative alarm in the device's error log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the device, the event log was reviewed and there was a ventilator inoperative error in the device's history. There was no cause noted by the service technician that contributed to the ventilator inoperative error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repair was performed. The device was scrapped by the service center after the evaluation was completed.